Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had replace battery alarm and pump losing power without warning after replacing the battery in a timely manner. Customer states the pump was dropped. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting did not resolve the issue. The customer was advised to change battery when notification stops flashing and monitor the insulin pump, call back if issue persist. The insulin pump will not be returned for analysis.